Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient had an open surgical repair of a aaa roughly 25 years ago. The open graft anastomosis was showing a leak into the aneurysm sac thus increasing the size of the aaa. The physician planned to treat the leak with a renu device thus creating a unilateral extension into the patient's right common iliac. Upon his final angiographic run, the physician noticed that there was considerable amount of contrast flowing past the renu device into the aneurysm sac. After performing multiple runs at different angles, it was determined that the leak was coming not proximally but between the second and third z-stents on the renu device. The entire graft remained inside the patient. The physician decided the hole would eventually occlude off.

Manufacturer narrative:
No patient outcome was provided to assist in this investigation. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.